Event description:
The customer reported an intermittent power issue. Intermittent loss of system functionality - this is a reportable event. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated, tightened, and repaired connectors. The system operates as intended.